Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing wire on (B)(6)2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire.the patient cannot locate the sensor wire but he believes the wire may still be at site of insertion. The patients sensor was inserted into the arm which is considered off label use. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).